Event description:
It was reported that the pt had no stimulation after they woke up. Impedance readings were >40,000 ohms on all electrode and group impedances. The pt was seen in the clinic. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.